Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range impedance measurements. Technical services (ts) was consulted and discussed troubleshooting options. A follow up showed the measurements were back within range and no other lead issues were noted. Ts advised to continue to monitor the patient. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).